Manufacturer narrative:
B3: year of event has been provided; month and day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit does not detect cassette. Occurred during testing. There was no patient involvement.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Dso (downstream occlusion) seal was detached. Customer complaint of "unit does not detect cassette" was confirmed through downstream occlusion test and upstream occlusion sensor test. Root cause was that the dso was non-reactive. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.